Manufacturer narrative:
(B)(4).

Event description:
The pt slipped and fell about a year ago. The wires and neurostimulator (ins) moved. Her device was reprogrammed many times and has not been able to cover her painful area since. The ins has been turned off for 3 months now and will be explanted on (B)(6) 2010. Add'l info has been requested.